Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The analyzer alarm obtained on initial sample run indicated a possible issue with the sample quality. Based on the customer statement that qc was acceptable, a general reagent issue was not evident. Review of the provided analyzer data did not indicate a general analyzer issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial testing did not give a numeric result, but produced an analyzer alarm. The sample was repeated and the result was 0.140 miu/ml. This result was reported outside the laboratory and was questioned. On (B)(6) 2014, the sample was repeated and the result was 13000 miu/ml. The repeat result was believed to be correct. The patient already knew that she was pregnant and the doctor discounted the result. There was no adverse event. The hcg+b reagent lot number was 17509805 with an expiration date of 03/31/2015. The field service representative could not find a cause. He ran performance testing with all values within specification.